Event description:
Per the clinic, the patient developed infection at the implant site. Subsequently, the device was explanted on (B)(6) 2025.

Manufacturer narrative:
Per the clinic, the patient initially developed a cellulitis post-surgery over the implant site and was treated (type and date of treatment not reported). Then, the patient developed a bacterial infection at the incision site. Subsequently, the patient was treated with several courses of oral antibiotics (date and duration not reported) and was hospitalizad for 3 days (date not reported) to be treated with IV antibiotics; however, the issue did not resolve. Device analysis report attached.